Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported they cannot deal with the pain any longer, their gums bleed and feel cuts. Their teeth are the same as when they started almost two years ago. Requested additional information and photos. Provided hh tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.